Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. The cause of the reported connection issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced a disconnection of the minicap from the transfer set and peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was the minicap disconnecting from the transfer set. The peritonitis was manifested by cloudy pd effluent, fever, diarrhea, and pain. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (intraperitoneal (ip), dose and frequency not reported) and keflex (oral, dose and frequency not reported) for peritonitis. The transfer set was replaced. On an unreported date, treatment was completed. The patient was reported to have recovered from peritonitis. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available. This is report 1 of 2 involved in this event.